Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 143 mg/dl, 90 mg/dl and 70 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that he self-treated with a banana after obtaining the last result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.